Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for evaluation. Data logs from case show a sudden spike in purge pressure to 1000mmhg, with a drop in purge flow to around 0. The purge flow ticks flatline at the same time as the purge pressure spike. Motor current and pump flow are not affected. Clinical details noted that the purge pressure spiked suddenly and "high purge pressure" alarms were triggered. The root cause of the high purge pressure is most likely due to a kinked purge line. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi states the following: section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ f6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, alarms of high purge pressure and purge system blocked occurred. Due to the noted issue, the decision was made replace the impella cp with another. There was no patient harm.